Event description:
It has been reported to philips that the flexvision pc would not power up. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned coronary treatment. The procedure completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc would not power up. Review of the system log file showed that the malfunctioning flexvision pc. The fse replaced the flex vision pc and hard drive, performed software load. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.